Manufacturer narrative:
Visual examination of the needle confirmed the reported complaint. The needle tip has broken off at the suture slot. All dimensional attributes that could be accurately measured were found to meet print specification. No root cause related to the manufacture of the device can be established. A review of the device history record was performed which confirmed no inconsistencies. Further investigation is not warranted at this time.

Manufacturer narrative:
No evaluation conducted to date, awaiting receipt of device.

Event description:
It was reported that during a shoulder scope, the truepass needle broke during surgery. The broken piece was removed from the patient and a backup device was used to complete the procedure. No patient injury or complications were reported.